Event description:
During functional testing by a service technician at the manufacturer facility, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.